Event description:
A report was received that the patient was experiencing extended charging time. Database analysis showed premature battery depletion. The patient will undergo ipg replacement procedure.

Event description:
A report was received that the patient was experiencing extended charging time. Database analysis showed premature battery depletion. The patient will undergo ipg replacement procedure.

Manufacturer narrative:
Additional suspect medical device component involved in the event: model #: 177095, serial #: (B)(4), description: 1110 precision implantable pulse generator (ipg).

Manufacturer narrative:
Additional information was received that the patient underwent ipg replacement procedure due to difficulty charging. The patient was reportedly dong well postoperatively. The explanted device was not returned to bsn as it was discarded by the medical facility. It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
A report was received that the patient was experiencing extended charging time. Database analysis showed premature battery depletion. The patient will undergo ipg replacement procedure.